Manufacturer narrative:
Several attempts to obtain additional information on this event were unsuccessful. Our records indicate that this ra lead and device still remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure, a small cut was observed on the right atrial (ra) lead, which caused some occasional noise in the atrial channel. This ra lead was repaired surgically with silicone adhesive and remained in service. No adverse patient effects were reported. Additional information was received that over three years later, the pacing impedance measurements on this ra lead and implantable cardioverter defibrillator (ICD) were high out of range. No adverse patient effects were reported.